Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device data logs revealed a single occurrence of the reported system fault (sf101) error message after a circuit disconnection alarm was triggered. Based on all evidence and previous investigations of similar complaints, the investigation determined that the error message (sf101) was most likely due to a software issue. The device software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement and ventilation stopped. There was no patient injury reported as a result of this incident. Per the reporter, when the baby was transferred from the crib to the procedure table, the system fault occurred and ventilation stopped. The patient was manually ventilated and placed on another device. The customer stated the baby was fine with no problems due to this system fault.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement and ventilation stopped. There was no patient injury reported as a result of this incident. Per the reporter, when the baby was transferred from the crib to the procedure table, the system fault occurred and ventilation stopped. The patient was manually ventilated and placed on another device. The customer stated the baby was fine with no problems due to this system fault.